Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the therapy hasn't worked well for her at all. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on october 27th reported the leaking urine. The patient noted they had increased stimulation level to 1.0. The patient noted that sometimes fluid or food affected their bladder leakage. The patient noted they did not have a bladder infection.

Event description:
Patient mentioned that on saturday night "I was having a problem, a bad episode with my bladder so I turned it up to 0.8v" and they were confused on how to use the controller, and after reviewing how to use it, they reported that stim was on, at program 1 at 0.8v. Patient says that after moving to 0.8v "it resolved and they had a great day yesterday". Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.